Event description:
Resident was being transferred from bed to wheelchair using patient-lift and the assistance of 2 nursing assistants. Lift tipped over as resident was being transferred into chair. Resident sustained fracture of left hip and was transferred to hosp.